Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2026. During the procedure, the cutting wire of the papillotome broke spontaneously. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.